Event description:
Device 3 of 4. Reference MFR reports: 1627487-2013-02542, 1627487-2013-02543, 1627487-2013-02545. The pt has two systems, a pns system (off-label) and scs system. It was reported the pt had ineffective stimulation coverage and no longer felt stimulation in her right leg (part of her scs system). The pt also reported one of her ipgs keeps turning on and off by itself. Surgical intervention will be taken to investigate and address the issues. As the affected devices are undetermined, both of the pt's scs leads and both ipgs are being reported.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.